Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that multiple knives recurrently were not sharp during separate surgeries. Alternate knives were obtained in order to complete the procedures. Patient impact information is unknown. Additional information has been requested.